Manufacturer narrative:
The balloon catheter, 2af283 with lot number 96228, was returned and analyzed. Smart chip verification showed that the catheter was not used. The outer diameter of the balloon proximal and distal bonding was within specification (less than 0.157 inch). The push button was kept to the forward position before the vacuum and during the insertion. Three "insertion and retraction" tests were performed with no issues with a sheath from the laboratory. Once the catheter was connected to the console, the system notice 50005 "the safety system has detected fluid in the catheter and stopped the injection" was observed. By pressurizing the balloon, air bubbles were coming out of the tip. By dissecting the balloon catheter, multiple kinks were found on the guide wire lumen at 0.9483-inch, 1.3776 inch and 2.0031 inch from the tip. In conclusion, the balloon catheter failed the returned product inspection due to a guide wire lumen kink and breach. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.